Manufacturer narrative:
(B)(4) investigation result: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. A microscopic analysis performed identified a shavings on the balloon material. Functional evaluation was performed and the balloon was inflated; however, the balloon was noted leaking due to a pinhole located at the proximal markerbands. A visual examination was performed to the markerbands and no damages were noted. A visual, tactile and microscopic analysis were performed to the tip and the catheter shaft, and no damages were found. The reported problem is most likely due to the device coming into contact with a sharp object during preparation for the procedure which could have possible affected the device performance and its intended purpose. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instruction for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter was used during a procedure performed on (B)(6) 2021. It was reported that a slit was noticed on the balloon which makes it unusable. This event has been deemed a reportable event based on the investigation findings of balloon pinhole and balloon damaged. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.